Manufacturer narrative:
Module was evaluated twice and alleged malfunction could not be duplicated.

Event description:
A facility alleges that during machine set up the operator initiated the machine's priming feature when the machine responded with an inappropriate message. The machine state and message indicated that no level detector alarm existed, when there should have been a level detector alarm. There was no pt involvement. The level detector module was removed from the machine. A new level detector module was installed into the machine and worked properly, the level detector module that did not function properly was returned to the MFR.